Event description:
It was reported that when using an iabp, an attempt was made to insert a balloon. It occurred during balloon insertion immediately after treatment began. However, the balloon did not advance smoothly upwards, and resistance was felt, raising concerns about the possibility of rupture, so the insertion was discontinued. Patient was involved. There was no harm to the patient's health.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6, h11 corrected field - d10.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9 device available for eval and date return to manufacture, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e1 event site telephone number, h6 medical device problem code the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 2.8cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. A leak may impact the ability to maintain vacuum and will cause difficult insertion. The evaluation confirms the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 23.1cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. A leak may impact the ability to maintain vacuum and will cause difficult insertion. The evaluation confirms the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.the failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.